Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing in daily right ventricular autothreshold (rvat) tests. Premature ventricular contractions were observed during the last rvat performed. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.